Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled device change out procedure. During the procedure, the right atrial lead exhibited intermittent noise and an insulation anomaly was also identified. The patient had also been experiencing muscle stimulation when he slept on his left side. The physician elected to cap both leads and replace them. The patient was stable during and post procedure.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the lead.